Event description:
It was reported that patient presented for scheduled procedure. During procedure, it was noted that left ventricular (lv) lead exhibited high pacing impedance. The lead was ultimately not used and replaced with new lead. Patient condition was stable.

Manufacturer narrative:
The reported event of high pacing impedance was not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies.